Manufacturer narrative:
Attachment medwatch report 3902560000-2020-8065.

Event description:
Medwatch report (B)(4) received stating: event description: "we were placing perclose before impella placement. The first perclose worked. The next three failed and could not deploy because of calcium. A fourth one was attempted, and it was able to be removed over the wire with no injury. A sheath was inserted, and the planned percutaneous coronary interventions procedure was postponed until the next day. What was the original intended procedure?: pci. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working: device malfunction: that is, the device did not do what it was supposed to do." No additional information was provided.

Manufacturer narrative:
The two additional devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional impella assisted cardiac procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the next two proglide devices had no sutures present when the proglide plunger was removed. The fourth proglide device had no suture present when the proglide plunger was removed and the device broke at the distal guide. The actuator wire was intact. A vascular surgeon manipulated the device and removed it. The vascular surgeon stated that there was no tissue damage to the artery. The sutures of the first proglide device were removed and a sheath was placed. The impella assisted procedure was postponed one day. Hospitalization was extended one day. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.